Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd extension set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: customer reported nicu of an issue with a trifuse extension. Event described as ¿trifuse would not flush through the filter port.¿.

Manufacturer narrative:
The following fields have been updated due to additional information/corrections: b.5. Describe event or problem: it was reported that while using the bd maxzero¿ multi-fuse extension set with needleless connector there were flow issues. There was no report of patient impact. D.1. Medical device brand name: bd maxzero¿ multi-fuse extension set with needleless connector d.5. Unique identifier (UDI) #: (B)(4). D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-jul-2023. H.6. Investigation summary: one sample model mz9270 lot 23049070 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer. The customer complaint, that the set was unable to be flushed, was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause for occlusion between tubing/adapter trifurcate can be related to the solvent application, due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. As a corrective action the mdgn dispensers will be replaced with the medical dispensers. A device history record review for model mz9270 lot number 23049070 was performed. The search showed that a total of 7203 units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse extension set with needleless connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: customer reported nicu of an issue with a trifuse extension. Event described as ¿trifuse would not flush through the filter port.¿